Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving battery faults. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the battery failure was isolated to damaged nickel leads on the battery pack pca boards. The leads were broken from the pca board. The root cause for the broken leads could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted form the broken leads. The patient received a replacement battery pack. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.